Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed at a us distributor. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During investigation of an unrelated problem by a us distributor, a reportable device malfunction was found.